Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control of the returned device was conducted during the investigation. Additionally, a visual inspection and functional testing were performed. The visual inspection of the returned device confirmed no physical damage occurred to the device. However, functional testing confirmed that the #2 and #3 lumens were obstructed. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instruction for use (IFU) which notes: " warnings (...) Preliminary reports indicate that catheter size can influence clotting; larger diameter catheters tend to promote clots(...)the catheter size should be as small as the use will allow." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (B)(4). The event is currently under investigation.

Event description:
It was reported that one hour after a catheter placement in a (B)(6) year old male, both lumen were found clotted. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information has been provided regarding patient outcome.